Event description:
During an attempted novasure endometrial ablation procedure, the first device had a vacuum issue and the second device had an unsuccessful cavity integrity assessment (cia) test. The procedure was abandoned and a perforation "to the right of the pt's left tubal ostia" was confirmed on post hysteroscopy. The pt was given a dose of intravenous (IV) antibiotics and discharged with oral antibiotics. On (B)(6) 2010, the physician reported that the pt was "well". A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The lot number provided by the complainant was for both disposable devices used in this attempted procedure. The devices are not being returned; therefore, a failure analysis of the complaint devices cannot be completed. Based on the info obtain to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).